Manufacturer narrative:
The teal unit is not mfg by philips, but is sold as an optional accessory to some philips computed tomography devices. The teal unit was unavailable to be returned for eval. However, based upon review of the available pictures, the MFR believes the incident was due to a poorly made connection at the time of installation. It is unclear if an actual fire occurred. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).

Event description:
A philips field service engineer (fse) reported that during installation, the teal 100kva isotran plus power distribution unit emitted fire and sparks. The incident occurred during installation, therefore, the device was not in clinical use at the time. There is no report of pt injury.